Event description:
The customer reported a device failure to discharge via external paddles during testing. There was no patient involvement.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.